Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the united states that the patient's controller was warm/hot with a burning smell during a clinic visit on (B)(6) 2013. The facility performed a controller exchange and issued the patient a replacement device. There was no reported patient injury as a result of this event. Controller con006244 was returned to the manufacturer for evaluation. Various analyses were conducted and review in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device met specifications. The controller passed visual and internal inspection and all functional testing. The root cause of the reported event could not be conclusively determined as the device functioned per specification. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient's controller was warm/hot with a burning smell during a clinic visit on (B)(6) 2013. The facility performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.